Event description:
Reportedly, the smartview connect could not connect to the back office and despite making a parameters synchronization, the cursor constantly turns and led to the impossibility to use the device.

Manufacturer narrative:
Analysis synthesis: upon reception of the smartview connect, the reported issue was confirmed: the device displayed the error message ¿synchronization failed,¿ had no network connectivity, and could not be used as intended. Analysis of the system logs revealed a high number of patient initiated transmission (pit) attempts, likely triggered by a defective power adapter. Additionally, the device had not communicated with the implant since february 4, 2025. The screen displaying the pit confirmation message (which indicates whether the patient is authorized by the physician to initiate a pit) stayed persistently active and did not respond to user interaction. This screen, which should automatically disappear after 10 minutes, instead remained active, blocking further use of the device and preventing communication with the implant. A potential hypothesis is that two overlapping executions of the same activity were initiated simultaneously, with one failing to complete as expected. An in-depth investigation is ongoing to determine the definitive root cause. This case has been retained for trending and monitoring purposes.